Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer experienced low blood glucose of 34mg/dl. It was reported that the insulin pump screen had problems. It was reported that they can visualize only the battery icon and other icons appear with fails. Insulin pump will be returned for analysis.